Manufacturer narrative:
.

Event description:
Hardening of product; displacement of product; injection site inflammation; injection site redness; injection site pain. Report received on 2-aug-2007 from a physician regarding a female patient, who has a history of past restylane and botox use, and no history of allergies or concomitant medications. In 2007, the patient received injections of hylaform plus in her nasolabial folds during a product training program. Approximately three weeks later, the patient experienced hardening and displacement of product upward toward the right cheek and redness, inflammation and pain at the injection site on the right side of the face. The physician prescribed oral keflex in case of infection. No further information was provided.